Event description:
Pt presented with pain. X-rays revealed broken rod. It was removed and replaced with another co's rod. There was no adverse consequence for the pt or delay in surgery or anesthesia time.